Event description:
A report was received stating that the endotracheal tube was tested prior to use and no leaks were found. After an unk amount of time in use, the cuff of the device reportedly began leaking. No adverse effects to the pt were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.